Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement performed on (B)(6) 2025, under general anesthesia. During the procedure, when the physician began to push, she noticed the y-connector clogged. The physician removed the kit and tried to flush the y-connector with saline, but it did not work. A second kit was opened and another obstruction occurred. Therefore, the procedure was cancelled post-sedation. No patient complications were reported. The patient received his planned radiation treatment. Additional information, it was reported that for the second kit, the obstruction occurred at the injection needle.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: impact code f1001 is being used to capture the cancellation, post sedation, of the implantation of the product. Block h10: this report pertains to two devices used in the same procedure. The related report number is 2124215-2025-82534. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The following blocks were updated based on additional information: block b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement performed on (B)(6) 2025, under general anesthesia. During the procedure, when the physician began to push, she noticed the y-connector clogged. The physician removed the kit and tried to flush the y-connector with saline, but it did not work. A second kit was opened and another obstruction occurred. Therefore, the procedure was cancelled post-sedation. No patient complications were reported. The patient received his planned radiation treatment.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: impact code f1001 is being used to capture the cancellation, post sedation, of the implantation of the product. Block h10: this report pertains to two devices used in the same procedure. The related report number is 2124215-2025-82534. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.